Event description:
(B)(4). Initial info for this case was received from a consumer on (B)(6) 2007: a consumer reported that she is considering poly-l-lactic acid (sculptra) to fill in the hollows under her eyes and along her cheeks. She stated that she has been warned by "2 people" who have received poly-l-lactic acid in the same areas and that "lumps have formed" in the areas of procedure. This case represents pt #1 of 2. No further relevant info was reported. Addendum for follow up received on (B)(6) 2007: (B)(6) received questionnaire from consumer. She stated that she only inquired about poly-l-lactic acid (sculptra) based upon friends discussing others who had "lumpiness" from poly-l-lactic acid. She does not know anyone personally nor has she used it. No additional relevant info reported.